Manufacturer narrative:
Event date is an approximate.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) has been unable to get an erection since the device has a mechanical issue. A replacement has been requested and there were no patient complications reported.